Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that one of the blades was completely detached from the balloon material. Approximately 3mm of the blade pad remained bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied and the balloon was inflated to its rate of burst pressure of 10atm (atmospheres) without issue. A vacuum was then applied. The inflation device was verified at 10atm. This inflation to rate of burst pressure of 10atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage or kinks to the shaft of the device.

Event description:
It was reported that a blade is missing. The 90 percent stenosed target lesion was located in the cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. The balloon was inflated three times, 6 atm. Upon removal of the device from the sheath, resistance was felt and it was noted that one of the blades was missing when the balloon was inflated outside of the patient. An attempt was made by echocardiogram (echo) to find the blade, but the blade was never found. The procedure was completed with the original device. No patient complications were reported.

Event description:
It was reported that a blade is missing. The 90 percent stenosed target lesion was located in the cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. The balloon was inflated three times, 6 atm. Upon removal of the device from the sheath, resistance was felt and it was noted that one of the blades was missing when the balloon was inflated outside of the patient. An attempt was made by echocardiogram (echo) to find the blade, but the blade was never found. The procedure was completed with the original device. No patient complications were reported.